Manufacturer narrative:
The explanted device was discarded and is therefore not available for evaluation. Device identifiers and additional information were requested from the surgeon and no response has been received. An smdr will be filed if new information is received. Device explantation is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
A patient who had cataract surgery with hydrus microstent implantation (B)(6) 2022. Underwent an explantation (B)(6) 2022. Additional information has been requested from the surgeon.

Manufacturer narrative:
Correction : section b5 implantation date changed to (B)(6) 2022. Section h6 type of investigation code 4190 added. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).